Manufacturer narrative:
A follow-up MDR will be submitted if the reloads and instrument are returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2019. According to the system logs, the stapler 45 instrument successfully fired three blue stapler 45 and two green stapler 45 reloads, and all firings were completed. This complaint is being reported due to the following conclusion: during a da vinci-assisted low-anterior resection procedure, it was alleged that the endowrist stapler 45 instrument misfired. As a result, the surgeon hand sewed the staple line. However, at this time, the root cause of the reported issue is unknown.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, it was alleged that the stapler misfired. As a result, the surgeon hand sewed the staple line as a precaution. On 28-august - 2019, intuitive surgical, inc. (Isi) obtained the following additional information from the site¿s robotics coordinator regarding the reported event: the robotics coordinator that stated that during the robotic procedure, the endowrist stapler 45 instrument was used for the transection of the rectum. The robotics coordinator noted that the surgeon had fired the endowrist stapler 45 instrument with a green stapler 45 reload installed and it was alleged that the endowrist stapler 45 instrument misfired. There was a hole of about 5 mm approximately in the staple line. As a result, the surgeon hand sewed the remainder of the rectal stump as a precaution. The following were confirmed: normal tissue integrity, no tissue tension or bunching, no malformed staples, no buttress material was used, and no unplanned transection of tissue. The robotics coordinator stated then the procedure was completed with no further issues. It was confirmed that there was no video recording of the procedure. There were no other intra-operative complications reported.